Event description:
Related MFR report #:2916596-2022-00222 it was reported that a review of the system monitor history found that power loss events were recorded. The patient was asymptomatic when these events occurred. A review of the log files by technical services found a low power event on (B)(6) 2022 while the patient was connected to wall power, which caused the pump to stop briefly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The loss of power causing the pump to stop was due to the patient disconnecting both power cables simultaneously. The patient and their care giver were re-educated on how to properly operate the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a complete loss of power was confirmed based on the information recorded in the provided log file. The information contained in the log file revealed that the system maintained the desired set speed with no interruptions from the timestamp of day 658 hour 22 minute 24 to day 664 hour 16 minute 34. There were intermittent low voltage advisory (yellow battery) and power cable disconnect alarm events related to routine power exchanges during this period. The event that followed day 664 hour 16 minute 34 captured the pump speed value at zero rpm and the time clock reset (day 0 hour 0 minute 0), indicating a complete power loss. The associated voltage values suggest that this event resulted from the 14v power cable with the system controller being disconnected from the power module. The power module has an internal backup battery and if power were lost to the power module itself it would support the system. The system controller does not record data during complete power loss, and the duration of time the device is without power could not be determined. The following events from day 0 hour 0 minute 0 (reset clocks) showed that the power was restored by reconnecting the patient cable/controller to the power module, and the pump speed recovered to the set speed value of 9,200 rpm; however, the system was supported by power module's internal 12v backup battery indicating that the power module was not connected to a/c. At the timestamp of day 0 hour 0 minute 1, the log file showed that the system was operated on battery power. The remaining data captured in the log file (2 days, 5 hours, and 01 minutes) revealed the system operated at the set speed, and there were multiple low voltage alarms while connected to batteries. The power module was not returned for analysis. Several attempts were made to obtain additional information from the customer regarding the event, including the serial number of the power module and the product returned status. Per customer response, the serial number of the power module is unknown, and no product will be returned for further analysis. Due to the power module being unavailable for analysis, the complaint file will be closed accordingly. Patient handbook, operating manual, instructions for use, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in all documents referenced above. Periodically inspecting the equipment for damage is covered in the patient handbook. The heartmate ii patient handbook section entitled ¿alarms and troubleshooting¿, and the heartmate ii instructions for use (IFU) section entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate power module instructions for use (IFU) section, entitled ¿connecting the power module power cord and the power module patient cable¿, indicates that engaging the power cord retention clip will ensure that the ac power cord does not come out accidentally. The heartmate ii patient handbook section, entitled "caring for the equipment", describes how to care for and clean all equipment, including the power module and the system controller power cables. The section entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the power module patient cable for damage or wear and ensuring that cable is not kinked or cut. This section also informs the user not to use the patient cable and obtain a replacement cable if it shows signs of damage. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 3 of the heartmate ii patient handbook entitled ¿powering the system¿, instructs the users to keep the power cables) connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.